Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Date of event: unknown. Device manufacturer date: 06/2014. Samples received: 30 unopened units. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in our stock. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): (B)(6) kgf in average and (B)(6) kgf in minimum (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the company sales representative "while distributing sutures for a private hospital he found out that on the monosyn 4/0 lot # 114243, the needle is detaching easily from the suture." This suture was not used on a patient, it was used for testing purposes. They extracted it from the package and tried to tie it using a needle holder.